Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board and performed a filament calibration. The system operates as intended.

Event description:
The customer reported the system intermittently locks up. No patient injury was reported. Fluoroscopic x-ray.